Event description:
Related manufacturing ref: 3008452825-2023-00451, 3008452825-2023-00453, 3008452825-2023-00454, 3008452825-2023-00455. During the atrial fibrillation procedure, the device would not deflect properly which delayed the procedure. This occurred with five introducers. Another device was used to complete the procedure with no consequences to the patient.